Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website for this subcutaneous implantable cardioverter defibrillator (s-ICD) device, exhibited a premature battery error message. Technical service (ts) recommended device replacement in the near future. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an alert posted to the latitude website for this subcutaneous implantable cardioverter defibrillator (s-ICD) device, exhibited a premature battery error message. Technical service (ts) recommended device replacement in the near future. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned and product analysis complete.

Event description:
It was reported that an alert posted to the latitude website for this subcutaneous implantable cardioverter defibrillator (s-ICD) device, exhibited a premature battery error message. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website for this subcutaneous implantable cardioverter defibrillator (s-ICD) device, exhibited a premature battery error message. Technical service (ts) recommended device replacement in the near future. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis. This report is being submitted due to incorrect implant date on initial report. New information was received indicating the correct date of implant for this sicd.